Event description:
Reporter alleged obtaining discrepant blood glucose values of 269 mg/dl back to back with a result of 101 mg/dl when testing was performed within 10 minutes on the advantage system. Reporter stated the testing was performed on two different test strip vials containing the same lot number. Reporter indicated he had been receiving higher glucose readings; however, was not experiencing any hyperglycemic symptoms at the time. No actions were taken or treatment was reported. A request was made for the return of the suspect device and replacement product was sent.